Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4)- a partial UDI is being reported because the lot number was not provided. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a de novo lesion with moderate tortuosity and moderate calcification in the left superficial femoral artery, a fox sv was advanced to the target lesion for pre-dilatation without resistance, but the balloon ruptured at 12 atmospheres at the first inflation. Another fox sv balloon was used in the procedure successfully. There was no adverse patient effect and no clinically significant dealy in the procedure. No additional information was received.